Event description:
It was reported that a pt underwent a hysterectomy procedure on a 920 gram uterus filled with fibroids on (B)(6) 2009. During the procedure, the device was used and "worked well for a considerable amount of time". Then, the device became dull and was not cutting through the uterus/fibroids smoothly. A second device was used to continue the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4) (blade dull/poor cutting). No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-01016. The same pt is represented in each medwatch.